Event description:
It was reported that the image on the 9800 system was not good. Tried to reboot, but still not a good image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image processor. System checked and worked as intended.